Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on an sp02 8-pin d-sub adapter cable 3m (8pin) indicating that the spo2 measurements are weak, low or no signal. The device was in use on a patient at time of event, there was no adverse event reported.